Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead dislodged and was exhibiting loss of capture (loc). It is not known if the patient suffered any asystole as a result of the reported loc. Surgical intervention was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.